Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0222 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was found in the package prior to use the power trialysis. There was no reported patient involvement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the dialysis catheter package was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 12fr x 24cm t/l powertrialysis dialysis catheter tray. The tray was sealed. A hair-like fiber was observed within the sealed packaging. A hair was observed within the package and the sealed state of the packaging indicated that hair was deposited during kit assembly. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿hair was found in the package¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual evaluation performed at vad lab the following was concluded: a foreign material (hair) was found to be deposed inside the sealed kit. That contaminant was trapped during the sealing process making the device unsafe for our customer. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of reds0222 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a hair was found in the package prior to use the power trialysis. There was no reported patient involvement.